Event description:
Several attempts to deflate balloon from a #18 fr foley catheter were unsuccessful. Only 2 cc of h2o was withdrawn and then provider was unable to aspirate or inject fluid. Port was cut and balloon did not deflate. Pt required return to ER for foley removal. Foley removed by urologist with balloon intact. No untoward outcome reported to date.